Event description:
The customer reported that their acuity system rebooted with corefile and came right back up. This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not effected. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.

Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is complete.